Event description:
It was reported that the ventilator had hw faults and there were alarm sounder errors (sndr err 0/1) found in the event trace. The patient's family stated that the ventilator had an audible alarm and was connected to the patient. No patient harm reported.